Event description:
The pump had a blank display. The batteries were changed and placed correctly. Troubleshooting was performed. The unit continued having a blank display. Customer treated bgs with a manual injection prior to the call.